Manufacturer narrative:
Subsequent to previous report, us endoscopy has learned that the bleeding reported by the user facility was treated with hemostasis clips. The user facility has declined an offer of in-service training on the usage of the subject device.

Manufacturer narrative:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of polyp tissue in the gastrointestinal tract. Device subject of the report was not available for investigation. The device history record for the subject lot was reviewed and showed the product was made to specification with no noted issues. No other complaints have been received associated with this lot. Several attempts were made to contact the user facility, however the user facility has refused to provide additional information. The instructions for use include the following statements: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath".

Event description:
Us endoscopy received a vigilance report from the health authority in (B)(6) (ansm) stating that during a polypectomy procedure the exacto snare failed to deploy requiring replacement of the device. The report described prolonged bleeding with extended procedure time.